Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-mar-29. The rep stated that re-tunneling was not required to replace the extension. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the health care provider was doing a normal implantable neurostimulator replacement, and the health care provider was unable to remove one of the extensions. The set screw is loose, and the extension will turn in the header but not come out. The health care provider was unable to disconnect the extension. The health care provider had to cut, remove, and replace the extension with a new extension. The patient is getting good therapy, and no further information is available. There were no patient symptoms reported or anticipated.

Manufacturer narrative:
Device evaluated by MFR:  analysis of the ins (serial# (B)(4)) found that the extension was stuck inside of the connector port. Device evaluated by MFR: analysis of the extension (serial# (B)(4)) found that the insulation had metal ion oxidation. Analysis identified that the extension (or extension parts) could not be removed from inside the implantable neurostimulator (ins) connector port. A lab functional test determined {good stable output observed on #8-15. No functional testing was possible on #0-7 due to the stuck extension in the port.} analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). Product ID 3708220 serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2018 product type extension , fdc 4315 and fdr 135/476 apply to the extension. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.